Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received copy of customer's medsun report from the FDA. The report states: "patient had clindamycin running with continued IV fluids. When the medication was finished running, the nurse flushed the line with normal saline. Upon unhooking the tubing from the line, the tubing broke off leaving insertion piece still connected to IV port. This nurse could not pull the insertion piece from the main line and had the respiratory therapist (who was doing ippb at the time) pull the piece from the main line. The nurse then gathered all pieces and sent them to risk management. New IV tubing was required. No delay in therapies." There was no report of patient harm or medical intervention. No further patient/event information is available.